Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing a syncopal episode and complaining of dizziness. Upon interrogation, the pulse generator exhibited backup operation and intermittent telemetry. The device was explanted and replaced on (B)(6) 2016. No additional information was reported.